Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported a false positive flu b result on the alinity m resp-4-plex assay. The customer tested sample ID (B)(6) on (B)(6) 2022, and the result was with positive for flu a and flu b. The customer doubted the result as the combination of the two flu types was unlikely. The customer checked the curves and found that they looked erratic. The sample was retested (B)(6) 2022 and the result was positive only for flu a. The customer did not report the false positive flu b result, but only reported the flu a result outside of lab. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
E1 updated with contact name and phone number. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the one (1) reported false positive sample for the flu b target of the resp-4-plex assay was performed. The validity of the run containing the discrepant result and the retest were verified. The assays met specification and no error codes or flags (related to assay performance) were displayed for the run controls. Amplification curves showed normal amplification. False positive sample in the complaint was near the assay limit of detection (lod) for the flu b target of resp-4-plex assay and therefore, results may not be reproducible (per the alinity m resp-4-plex package insert (53-608209/r2), limit of detection (lod) studies determine the lowest detectable concentration of flu b, at which greater than or equal to 95% of replicates test positive). Additionally, the swab of the original sample was rinsed in nacl and used in the system to retest the sample, therefore, the same sample material was not used for re-testing which can affect the reproducibility of the results. Device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 (including the components) was performed. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Corrective action preventative action (CAPA) / non-conformance (nc) review: a CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 (including the components) was performed to identify any records that were potentially related to the reported discrepant result complaint. The search did not identify any existing internal issues or nonconformances related to the reported complaint for lot 527142. Complaint history review a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant flu b results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 527142. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 527142 was not identified.